Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked belt clip slot, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a watchdog timeout alarm. The customer also reported that the keypad was completely frozen. The customer's blood glucose was 193 mg/dl at the time of incident. The customer was advised to perform rewind process again. The customer was assisted with programming time and date. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.